Event description:
It was reported that, during a photo selective vaporization of the prostate, after 20 minutes of use, the fiber stopped working. Then, the tip was identified to be broken. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber did not confirm the reported tip break nor any break. However, analysis did identify the glass cap was rotating independently of the metal cap, indicating a glue failure. In addition, the directional indicator is misaligned with the output window. The metal cap exhibited charred debris adhesion, indicative of tissue contact. The identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that, during a photo selective vaporization of the prostate, after 20 minutes of use, the fiber stopped working. Then, the tip was identified to be broken. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.